Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the rewind/load function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the black box data and alarm history revealed multiple cs 064 call service alarms. The pump emitted cs 078 alarm upon first rewind attempt. The cs 064 motor alarm was duplicated. During testing, a single component failure was revealed. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated to the original complaint, the display contrast was discolored. Unrelated to the initial complaint, the bolus button cover was torn but responded to presses appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.